Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a lithotripsy procedure in the kidney, performed on (B)(6) 2022. During preparation, it was found that the body of the stent was damaged. Another polaris loop ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Block h10: the returned polaris loop was analyzed, and a visual evaluation noted that the stent shaft was detached. It was observed that 1 loop is detached/separated and both loops were found torn. Additionally, the suture returned was loaded and uncut, and the positioner was returned in good conditions. For the functional test use a mandrel of 0.039" and pass through the stent without resistance. Finally, during magnification observed closely that section where the device was detached and observed several torn in both loops. No other problems with the device were noted. The reported event was confirmed. According to the product analysis, it was found that device has their shaft detached and several tears in both loops. Additionally, found their suture loaded and uncut. Most likely, it is possible that operational factors, handling/manipulation and/or an interaction of excess force during interaction with the suture string such as an entanglement before their use could have caused the found issues that was observed. Consequently, affect the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a lithotripsy procedure in the kidney, performed on (B)(6) 2022. During preparation, it was found that the body of the stent was damaged. Another polaris loop ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.